Event description:
Dr (B)(6) stated, "the device kept sticking when utilizing it on the tissue. It would clamp on to the tissue but not release. Once it did open, it would not reclose." The device was removed intact and discarded.